Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that patient's sensor patch kept falling off. Patient went to the emergency room on (B)(6) 2014 but was not wearing the sensor at the time. Patient went to the emergency room for vomiting. Patient claimed there was no moisture and that this has happened in the past. At the time of the call patient reported feeling ok.